Manufacturer narrative:
Evaluation revealed the reported proximal humeral nail long, left t2 prox. Hum. ø8x220 mm to be the primary product. The reported k- and guide-wire were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. The review of the device history records revealed no deviation in the manufacturing process. As the items were not returned for evaluation, a physical examination could not be carried out. In the case presented a diabetic patient had been treated with a proximal humeral nail long on july 17, 2015 due to an unknown kind of fracture. On january 26, 2016 the patient had to be revised due to a bone fracture at the distal end of the nail and due to a delay of bone healing. According to information received, the patient had a pseudoarthrosis. The humeral nail was explanted and replaced by a non-stryker nail. As the used guide wire and k-wire were affected by a recall action 2015-172 (sterile pouch with potentially nonconforming cross seam), the surgeon expressed a vague suspicion concerning a potential relationship between the delayed bone healing and the used guide- and k-wire. The available information were presented to a consultant hcp for review. He stated that a potential relationship to a delayed bone healing only exists, if an infection pseudoarthrosis would have been confirmed. In this case there is no identifiable correlation. The received questionnaire ¿(B)(4) infection complaints - checklist customer¿ also confirmed that the attending physician actually is not of the opinion that the patient really had an infection. The presumption only arose as the used guide- and k-wire were affected by the recall action. There are no proofed evidences (such as a pathology test, germ identification, prescribed antibiotics or a hospitalization) that an infection really existed. A potential relationship between the affected guide/- k-wire and the delayed bone healing therefore can be excluded. Thus a review of the event in line with ¿(B)(4) handling of infection complaints¿ was deemed as not necessary. Reasons for additional bone breakage can be various (e.g. But not limited to: week bones, additional fall, etc.). In this case the surgeon gave no further indication what may have caused the additional bone fracture. The reported pseudarthrosis presents an insufficient bone healing which is defined with impaired healing after 6 months or more. Insufficient bone healing is regarded being related to the patient¿s condition. It happens when the bone lacks adequate stability, blood flow, or both. Further risk factors are smoking, older age, severe anaemia, diabetes, poor bone reduction or bone disease. If one or more of these points had caused or had contribute to the event reported could not be excluded based on the information given, the reported bone fracture and pseudoarthrosis/ delayed bone healing were not linked to a deficiency of the devices, but were rather patient related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. In case any relevant clinical information or the implants should become available, we reserve the right to update the investigation and change the root cause.

Event description:
It was reported that first surgery did on (B)(6) 2015. A patient had bone fracture at distal end of nail (t2ph long) with delay of bone healing. Revision did on (B)(6) 2016 to change other company's nail. Dr. Doubt effect of guide wire to delay of bone healing.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product was disposed.

Event description:
It was reported that first surgery did on (B)(6) 2015. A patient had bone fracture at distal end of nail (t2ph long) with delay of bone healing. Revision did on (B)(6) 2016 to change other company's nail. Dr. Doubt effect of guide wire to delay of bone healing.